Event description:
It was reported the patient experienced brain edema, "one side of body locked up" and nausea/dry heaves. The patient did not feel he received adequate follow-up after implant. Additional information has been requested from the hcp, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2009-00232.